Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal end of a microintroducer. A longitudinally aligned split was observed at the sheath tip and what appeared to be material spanning between the split was observed. No obvious use residue was observed. The features of the split sheath in the returned photograph were determined to have been likely caused by the manufacture of the device. The investigation has been forwarded to the manufacturing site. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported cannula sheath cracked. No other information was provided.